Manufacturer narrative:
The device has been returned and is currently under evaluation. Results will be submitted to the FDA in a follow-up report.

Event description:
It was reported that the lens was explanted two weeks post-implant due to patient seeing dark arcs in their vision. Allegedly, the patient experienced dysphotopsia. The lens was replaced with a different model lens.

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found the lens is in two pieces. A wedge shaped piece has been cut out of the optic and one haptic is bent. Functional testing cannot be performed due to the damage. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined.